Manufacturer narrative:
Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing. It was also reported that the right ventricular (rv) lead exhibited oversensing of short intervals and noise. The rv lead was noted with insulation damage upon inspection when removed from the header. The leads were cut and stretched during removal. The patient experienced tamponade during extraction of the rv lead when a competitor sheath became kinked. A pericardial window and chest tube was placed. Both leads were explanted. No further patient complications have been reported as a result of this event.